Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12-jan-2017 with the following findings: a visual inspection of the pump revealed that the battery compartment was cracked on the side from threads to cover. Investigation confirmed difficulty in removing the returned battery cap; the cap had stripped threads. The batter cap contact height and width measurements were within specification. There was corrosion observed inside the battery compartment. A leak test revealed a leak in the battery compartment. The pump cover was removed and no further evidence of moisture damage was found.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.